Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2025-03199.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown persona revision tibial component catalog #: ni lot #: ni, unknown persona articular surface catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address aseptic loosening post-operatively.